Manufacturer narrative:
Complaint conclusion: additional information received from the adjudication minutes received (B)(6) 2012 note that the patient experienced a cerebrovascular accident one day following placement of a stent in the right carotid artery. As such, cerebrovascular accident will be added to the file as a reportable event. The patient was enrolled in the (B)(6) study. The target lesion was unknown with a pre-procedure stenosis of 85%. The lesion length was 15mm and the diameter was 4.5mm and was mildly tortuous. The lesion was pre-dilated followed by placement of a precise pro rx 6 x 30mm stent. An angioguard rx, size 5, was successfully deployed and retrieved during the procedure. There was no neurological deficit when the patient left the angio suite. The following morning he was noted to have left-sided hemiparesis. The code was called and a stat head CT scan and cta were performed. The report noted that the findings likely represent infarction and/or reperfusion injury. While in the radiology department, his neurological status acutely worsened. He became apneic and required emergent intubation. He was transferred to the neurology ICU for further care. Over the next few days, his neurologic examination improved marginally. He was made a dnr/dni stated according to his family wishes, but otherwise full supportive care was continued. The patient's medical history includes: CABG, smoking, diabetes mellitus, coronary artery disease and hypertension the product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15242873 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.

Event description:
Addendum: adjudication minutes review. Additional information received from the adjudication minutes received note that the patient experienced a cerebrovascular accident one day following placement of a stent in the right carotid artery. As such, cerebrovascular accident will be added to the file as a reportable event. The minutes also note that the etiology of the patient's death approximately (B)(6) days post stent implant was neurologic in origin. However, the minutes do not provide any additional information to warrant his determination. Also, the report of death identified the immediate cause of death as sepsis due to mesenteric ischemia with perforated viscus and systemic vasculopathy. The site reported the cause of death as other, medical (not neurologic or cardiac). The patient's neurological status was in fact noted to be improving, however, due to multiple medical issues and complications the patient's family removed all life support measures and the patient expired soon after. The report is from the sapphire study. The target lesion was unknown. Pre-procedure stenosis was 85%. The lesion length was 15 mm and the diameter was 4.5 mm. The vessel was mildly tortuous. The lesion was pre-dilated. A precise pro rx 6 x 30 mm stent was deployed at the target lesion. An angioguard rx, size 5, was successfully deployed and retrieved during the procedure. There was no neurological deficit when the patient left the angio suite. The patient died (B)(6) days post-procedure from sepsis, mesenteric ischemia w/ perforated viscus, and systemic vasculopathy. The death was noted as not related to the cordis products or the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.